Event description:
It was reported that this rv lead exhibited high out of range pacing impedance and loss of capture. This rv lead currently remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).